Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 had error 242.4030 was not identified during the customer call. Tech support advised biomed to check if motor connector securely connected. Recommended to replace ail assembly, motor controller board assy, logic board. Last resort to send in unit for repair. Biomed wanted to replace itself first and assisted with part numbers: 49000355 air-in-line (ail) sensor assembly/ gasket kit, 8100 rohs 49000958 board assembly, motor controller. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported 8100 error 242.4030. There was no patient involvement.